Event description:
Related manufacturer report number: 2017865-2024-03493. During an initial implant procedure, the right atrial (ra) lead was not able to connect into the header of the pacemaker. A new ra lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the atrial setscrew was not working properly was confirmed. Analysis revealed the user of the torque wrench was making incorrect wrench insertions into the setscrew. The wrench was not being aligned to go correctly into the setscrew inset. The user forced the corners of the wrench tip down into the inset walls of the setscrew. This wedged and stuck the wrench tip inside of the setscrew. When the user removed the wrench from the device the setscrew stuck to the tip came out with it. The setscrew dislodged from the wrench tip and fell loose sideways across the socket such that it could not be engaged or put back in the socket to be tightened on the lead. This problem is the result of the incorrect wrench insertions by the physician user of the torque wrench. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.